Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a hole in the transfer set was reported which resulted in leak and known to cause this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a hole in the transfer set which resulted in leak and led to this alarm. Renal therapy services (rts) assisted the hp in clearing the alarm and discussed proper procedures. Rts advised hp to inform their registered nurse regarding the issue. The transfer set was replaced by the patient¿s pd nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.